Manufacturer narrative:
Other applicable components are: product ID 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s hands were shaking, and they couldn¿t stand up. They synced with the patient programmer and it was shown to be on. It was unknown if the hcp had given permission to adjust amplitude or groups. The hcp office called the patient¿s wife during the call and wanted the patient to go into the hcp office. The patient¿s symptoms were considered sudden. The patient¿s first ins they checked was at 5.8. There were no further complications reported.